Event description:
It was reported that an alarm was heard; telemetry confirmed a critical alarm occurred which was due to a motor stall. The motor stall was caused by the patient having an MRI. The hcp interrogated the pump with logs. On the third interrogation the pump showed a motor stall recovery was notated. The patient did not have any symptom change. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter: model# 8731sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).